Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer displayed a longevity estimate for the device which deviated from the measurement provided by the transmission from the patient device monitoring system. It was noted that when subsequently checked by the company representative the programmer software was up-to-date. No patient complications have been reported as a result of this event.